Event description:
The plaintiff's attorney alleged that the decedent received hemodialysis treatment on (B)(6) 2008 and thereafter experienced cardiac arrest, which caused her to subsequently expire on (B)(6) 2008.

Manufacturer narrative:
This is one event for the same patient involving two separate products.